Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot#: va1e5qd, implanted: (B)(6) 2017, explanted:(B)(6) 2018, product type: lead. Product ID: 3889-28, serial/lot #: (B)(4), ubd: 24-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said, she was having problems with pain and the leads would come out, the leads would have shorts in it and cause pain as well. Patient said it started in (B)(6) of 2018. Patient had a revision. No further patient complications are anticipated or expected as a result of this event.